Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttth and lot number 1337230, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that the patient had undergone a left total knee replacement procedure on (B)(6) 2015. The patient's post operative follow up records note that the patient reported a fall (landing on both knees) within six weeks following surgery. The records also indicate that the patient had many fall after that; "too many to count" and that the patient is morbidly obese (bmi 40+ pre and post surgery) which is contraindicated for this device. Due to tibial loosening the patient underwent a left total knee revision procedure on (B)(6) 2017. Op report for the (B)(6) 2017 procedure noted that tibial component was loose. During the revision the following arthrex implants were explanted: ar-503-ttth tibial implant (lot 1337230), ar-516-7l femoral implant (lot 1528146), ar-513-bh11 bearing implant (lot 113601340) and ar-504-psd0 patella implant (lot 113901439). To complete the revision procedure the surgeon used another manufacturer's product.